Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Issue traced to instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case yesterday, the left tactile thoracic probe was showing a set negative projection that was offset the tip of the instrument by about 45 degrees. The surgeon only saw this behavior with this particular instrument in the trajectory views. The site was able to replicate the issue on another system. Technical support could not replicate the problem, as all sizes of projections put on the thoracic probes went along the instrument and were not at such a high angle off of the instrument cad model. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
The tactile probe was returned to the manufacturer for analysis. The probe was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.